Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 75 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.